Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin. The customer's blood glucose level was 144 mg/dl. Recommendation was made to load the cartridge with room temperature insulin per labeling instructions. The customer declined to reload the cartridge at the time of the call. Although requested, no further information was provided regarding the reported event.